Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that during an infusion of lipids with a pump, the infusion set leaked where connected to the patient. This was not an uncommon event. There was no patient harm.

Event description:
The customer reported that during an infusion of lipids (estimated less than 1cc/hr), tpn (estimated less than 5cc/hr) and medication with a pump, the infusion set leaked at the maxzero. The lines were wiped dry at approximately 11:00a-12:00p then it was observed leaking again at the same place. The line was then replaced and it occurred again. The pump alarmed, displaying "occluded". The tpn, lipids and medications were infusing into a dual lumen uvc. These lines were disconnected from the uvc and a flush was unsuccessful, the line was occluded. Access was still needed therefore a peripheral IV was placed. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the maxzero was confirmed. Pressure testing confirmed a leak at the maxzero component. Closer inspection under magnification showed a microchannel on the interior maxzero wall that allowed fluid to leak. The root cause of the microchannel which created a fluid path is a manufacturing issue.

Event description:
The customer reported that during an infusion of lipids (estimated less than 1cc/hr), tpn (estimated less than 5cc/hr) and medication with a pump, the infusion set leaked at the maxzero. The lines were wiped dry at approximately 11:00a-12:00p then it was observed leaking again at the same place. The line was then replaced and it occurred again. The pump alarmed and displayed "occluded". The tpn, lipids and medications were infusing into a dual lumen uvc. These lines were disconnected from the uvc and a flush was unsuccessful, the line was occluded. Access was still needed therefore a peripheral IV was placed. There was no patient harm.

Event description:
The customer reported that during an infusion of lipids (estimated less than 1cc/hr) on an infant in the nicu, tpn (estimated less than 5cc/hr) and medication with a pump, the infusion set leaked at the maxzero. The lines were wiped dry at approximately 11:00a-12:00p then it was observed leaking again at the same place. The line was then replaced and it occurred again. The pump alarmed, displaying "occluded". The tpn, lipids and medications were infusing into a dual lumen uvc. These lines were disconnected from the uvc and a flush was unsuccessful, the line was occluded. Access was still needed therefore a peripheral IV was placed. There was no patient harm.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an infusion of lipids(estimated <1cc/hr), tpn (estimated <5cc/hr) and medication with a pump, the infusion set leaked at the maxzero. The lines were wiped dry at approximately 11:00a-12:00p then it was observed leaking again at the same place. The line was then replaced and it occurred again. The pump alarmed and displayed "occluded". The tpn, lipids and medications were infusing into a dual lumen uvc. These lines were disconnected from the uvc and a flush was unsuccessful, the line was occluded. Access was still needed therefore a peripheral IV was placed. There was no patient harm.